Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation. However, the photographs were reviewed, and revealed that the device is broken off. The clinical/medical investigation concluded that, as of the date of this medical investigation, the supporting clinical documentation has not been provided; therefore, no clinical factors could be concluded to have contributed to the reported event. The provided image of the explanted component shows a broken post but does not provide insight into the clinical root cause of the event. The current patient status is unknown. Patient impact beyond the reported broken post and revision could not be determined. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions and product prints review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, abnormal loading of limb or abnormal motion over time based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka surgery had been performed in (B)(6) 2016, the post of a gen 2 p/s insert 5/6 9mm broke. This adverse event was treated via revision surgery on (B)(6) 2023, where the insert was explanted. Health status of patient is unknown.